Event description:
Patient came to clinic for 5fu pump disconnection. Upon assessment 5fu pump stopped with 1.8 ml remaining per screen. Status post opening bag, connection from 5fu cartridge (pump) to chemotherapy infusion bag had broken and leaked a small amount. Reported to np, no intervention. Tubing disconnected and pump cleaned and returned to storage.